Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Recommended replacement time (rrt) triggered on (B)(6) 2016. Elective replacement indicator (eri) triggered on (B)(6) 2016. The most recent battery measurement 2.5841 volts on (B)(6) 2016. Device at end of life (eol). A 151 atrial high rate episodes recorded. Atrial sensing integrity counter (sic) lifetime count: 3,477,575.

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) early and was now at end of service (eos) due to the programmed high rate atrial sensitivity. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.